Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon rupture at 12atm for 60 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of a different device. No patient complications reported and patient was good post procedure.